Event description:
A tandem mobi cartridge alarm was reported by a customer. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump, deliver a 9-unit bolus, and reload the original cartridge. The caller successfully completed the bolus and resumed insulin therapy, resolving the issue.